Manufacturer narrative:
Title: one anastomosis gastric bypass after sleeve gastrectomy failure: does a single procedure fit for all? Source: obesity surgery (2021) 31:1722¿1732 published online: 4 january 2021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated post-operative complications in patients who underwent one anastomosis gastric bypass after failed sleeve gastrectomy from january 2014 to january 2019. A powered stapler was used to resect the gastric fundus and performed the gastrojejunostomy. There were 59 patients in the study, and post-operative complications included: bleeding, leak, and small bowel obstruction. Reoperation was required to resolve the issue. One anastomosis gastric bypass after sleeve gastrectomy failure: does a single procedure fit for all? 202 francesco pizza, dario d¿antonio, juan antonio carbonell asíns, francesco saverio lucido, salvatore tolone, ludovico docimo, chiara dell¿isola, claudio gambardella.